Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.